Event description:
Pfs and medical records received and patient alleges his legs tire easily, can hear clicking, decreased range of motion, difficulty climbing stairs, and he cannot walk for long periods of time. The patient has been revised. The head and liner are being reported. If we receive more information we will update as needed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Pfs and medical records received and patient alleges his legs tire easily, can hear clicking, decreased range of motion, difficulty climbing stairs, and he cannot walk for long periods of time. The patient has been revised. The head and liner are being reported. If we receive more information we will update as needed. Doi: (B)(6) 2007 dor:none reported (left hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
.